Manufacturer narrative:
The device has not been returned for evaluation; therefore, the event cause could not be determined. Inquiries have been sent out for the status of the device return, but no correspondence has been received regarding the device. Once the device is received and evaluated, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the chikai guidewire perforated the microcatheter about 15 cm from the microcatheter tip when the guidewire was inserted inside the microcatheter in order to advance it further distally after checking the embolized target lesion through the image during embolization treatment of a cerebral arteriovenous fistula. The microcatheter and the guidewire were removed from the patient, and the physician confirmed the issue. The microcatheter was perforated when it reached a severely tortuous point of the vessel. The procedure was completed with a new device. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
(B)(4). The microcatheter was used during an embolization procedure to treat a cerebral avf (arteriovenous fistula). Received information that the microcatheter will not be returned for analysis as it was discarded at the site. In addition, images (relevant to the complaint) were not returned for analysis. Based on the reported information, the customer¿s report of ¿catheter puncture¿ could not be confirmed and the cause could not be determined. Puncture can occur if the catheter becomes kinked or prolapsed during navigation. It is likely the patient¿s ¿severely tortuous¿ vessel contributed to the reported event. Information regarding catheter or guidewire damage or friction during delivery was not available from the customer. The asahi chikai008 (asahi intecc) guidewire was not returned for analysis. The asahi chikai008 was compatible with use with our microcatheter. In addition, all products are 100% inspected for damages and irregularities during manufacture. Therefore, manufacturing has been ruled out as a potential cause. As noted in the IFU (instructions for use) for the reported device: ¿the catheter may be advanced through the vasculature by gently pushing the proximal shaft. It is recommended to use a guidewire during navigation to reduce the risk of catheter kink or prolapse. Warning: verify cat heter integrity prior to re-inserting guidewire or injecting embolic material to prevent vascular damaged or unintended embolization. Catheter integrity is verified by angiographically confirming that contrast agent is exiting only from the catheter tip while viewing the entire distal section of the catheter.¿ if information is provided in the future, a supplemental report will be issued.